Event description:
During an unspecified pta procedure, the star fixed core j guidewire curved and a metallic fiber protruded out of the guidewire coil just before the distal "j" shape section. The procedure was successfully completed with another guidewire. No patient injuries or complications were reported.